Event description:
On an unknown date a patient was implanted with nail, 115mm blade, and two locking screws. Later, x-rays revealed fracture had collapsed, and blade punctured through the femoral head, and into the joint space. The x-rays also revealed one of the locking screws was broken at the end of the nail, and the other appeared to be bent, possibly broken. On (B)(6) 2012 the surgeon opted to only remove the blade and replace it with a smaller 95mm blade, to minimize invasiveness. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date unknown.